Event description:
It was reported that the consumer could not get the needle in the needle clipping device safe clip during use. The following information was provided by the initial reporter: "consumer reported she cannot get in the needle in the safe clip. She has used it only for 5 and half month and thinks only 330 needles are inside. She feels there is room inside the clip."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer could not get the needle in the needle clipping device safe clip during use. The following information was provided by the initial reporter: "consumer reported she cannot get in the needle in the safe clip. She has used it only for 5 and half month and thinks only 330 needles are inside. She feels there is room inside the clip."

Manufacturer narrative:
Investigation: customer returned (1) bd blue/black safe-clip (used). Consumer reported she cannot get in the needle in the safe clip. The returned sample was examined and the following was performed: a 32g x 4mm test pen needle (from lot # 3031049) was threaded onto a test pen fixture for clipping, and the patient end cannula was inserted into the safeclip cutter hole; no issues were observed the returned safeclip was then used to clip the patient end of the test pen needle; no issues were observed the cutter hole appeared to have no obstruction after cutting the test cannula as no issues were observed while using the returned safeclip, the alleged issue (difficult/unable to operate) could not be confirmed. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. Bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that the consumer could not get the needle in the needle clipping device safe clip during use. The following information was provided by the initial reporter: "consumer reported she cannot get in the needle in the safe clip. She has used it only for 5 and half month and thinks only 330 needles are inside. She feels there is room inside the clip."